Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One video sample and one photo sample of a 4 fr groshong nxt catheter were provided for evaluation. The video shows the catheter implanted within the patient¿s arm. A clear fluid is observed to leak between the 41 and 42 cm depth markers. The catheter is partially retracted which exposed the 40 cm depth marker. The characteristics of the damaged catheter region could not be clearly inspected from the video provided. The image provided contains written chinese text which includes product information lot: redr2810. Based on the video sample provided, possible contributing factors include sharp instrument damage and material fatigue caused by repeated kinking of the catheter. The event description indicates the device was in use for 7 months which suggest a manufacturing related root cause is unlikely. Since a leak in the catheter was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that two crevasses were found between the scale of 41-42 cm of the catheter 7 months after it was placed in this patient, resulting in liquid leaks.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2810 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that two crevasses were found between the scale of 41-42 cm of the catheter 7 months after it was placed in this patient, resulting in liquid leaks.